Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was reported that the leak was the result of the broken transfer set. The nature and cause of the break could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set had "broken off" and leaked during an unknown process step of peritoneal dialysis therapy. The patient was not connected at the time of this event. The registered nurse (rn) advised the patient has not had any problems with their transfer set prior to the reported event. The patient would open and close their transfer set themselves, without the use of tools. The rn stated the patient had gone to the emergency room after the transfer set had broken off. The patient received prophylactics as a precaution and had their transfer set replaced. The patient had been able to successfully complete therapy after the transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.